Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records provided included the patient's implant operative report details, implant tracking log and follow up md office exam notes and md office visit notes from the (B)(6) 2015 md office visit. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim: on (B)(6) 2010 - the patient was diagnosed with vaginal vault prolapse, cystorectocele with stress urinary incontinence and weakness of rectovaginal tissue. The patient underwent a sacrocolpopexy by laparotomy with implant of a bard flat mesh, tension free vaginal tape urethropexy with implant of a non bard davol "adventage sling", anterior/posterior colporrhaphy and implant of a non bard davol "surgisis" graft augmented posterior repair. On (B)(6) 2010 - patient had an md office exam with complaint of not being able to urinate and getting cold chills when needing to urinate. Patient's bladder did not empty completely when she voided. The patient is unable to perform self catheterize at home. Catheterization was performed and emptied 1000 ml of urine. On (B)(6) 2010 - the patient had an md office visit with complaints of bleeding and constipation x3 days. Patient has catheter in place. Md exam revealed brownish discharge with no active bleeding, no blood clots in vaginal vault and pelvic mass. On (B)(6) 2015 - patient had an md office exam with complaints of having lower abd pain described as sharp, which usually occurs when she lies down for the past month. She also has lower back and groin pain. She complained of burning dyspareunia and her urine having a foul odor after intercourse. Per the pelvic exam notes, the vagina was noted to be atrophic. Adequate vaginal vault. Vaginal epithelium smooth and pale. Cystorectocele noted. No pelvic mass noted. Patient was diagnosed with a stage 1 cystorectocele, menopause, atrophic vagina and vasomotor symptoms. The patient was prescribed an oral muscle relaxer, an oral hormonal pill and oral antifungal medication.